Manufacturer narrative:
The cobas 8000 e 801 module serial number is (B)(6). The analyzer and assay's performance were verified. The investigation determined that initially reactive results may occur with the elecsys hiv duo assay. Product labeling states, "repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests." The customer has not reported any other issues. The investigation did not identify a product problem.

Event description:
The initial reporter received questionable elecsys hiv duo assay results for 1 patient sample tested on the cobas 8000 e 801 module. The initial result of the hiv duo antigen was reactive, and the hiv duo antibody was undetected. The initial results were not reported outside the laboratory, as the hiv duo antigen result was deemed false, prompting a rerun. The repeat result of the hiv duo antigen was reactive, and the hiv duo antibody was undetected. The repeat results from liaison xl murex (ag/ab), cobas 6800 (pcr), and genexpert (pcr) assays were all negative. A negative result was reported to the patient.